Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: ssd 9736411 2.5in1tb s8 os 2.0.x dpd svc h3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a black screen while the computer was on. The system kept powered on constantly. Rep hit the power button on the monitor with no effect. They cycled through all video inputs with no effect. Performed a hard reboot and the system displayed a "low disk space" warning. Representative removed all patient data on the system but only 17 gb were remaining after this was completed. There were lots of patients stored on the system, most with dti exams. The site utilizes stealthviz heavily. They removed all patient data from stealthviz logged back into the clinical application and the low disk space warning appeared again, reporting 51 gb of free space were available.  There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product 9736411, lot number: s5j0nr0nb02832y. It was reported that the ssd (solid state drive) wa s tested and immediately after logging into stealth, a "low disk space" error was received. Logs were pulled but they took over 5 hours to pull. The ssd was left overnight and upon arrival the next day they were successfully loaded onto the flash drive. Log file sizes were much larger than normal and were over 20gb. Ssd was then logged into admin and ubuntu shows that there's 859gbs available. S.m.a.r.t data self-test reported no errors on the drive and it's suspected to be a software related issue. Codes b01, c10 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9736355, software: - h3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.